Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.

Event description:
Literature: michelsen hb, thompson-fawcett m, lundby l, krogh k, laurberg s, buntzen s. Six years of experience with sacral nerve stimulation for fecal incontinence. Dis colon rectum. 2010;53(4):414-421. Summary: this study reported the outcome of percutaneous nerve evaluation tests and sacral nerve stimulation for the treatment of fecal incontinence (fi) from a single center covering a period of 6 years between (B)(6) 2001 and (B)(6) 2007. A total of 177 patients with fi underwent percutaneous nerve evaluation. Of these, 142 had a positive test, and 126 underwent permanent implantation. Median follow-up was 24 months. A 3-week bowel habit diary was obtained at baseline, during the pne test, and then at 1, 3, 6, and 12 months and yearly after permanent implant. The (B)(6) also was recorded at these times. Anorectal physiology tests (anal resting pressure, maximum squeeze pressure, and rectal sensation to distention for first sensation, desire to defecate, and maximum tolerated volume were evaluated before the permanent implantation and reappeared every 6 to 12 months post-operatively and then yearly until (B)(6) 2006. Reportable events: one patient developed an infection and underwent explantation of the device system. After the study period the patient underwent successful reimplantation and experienced good functional results. One patient developed an infection and underwent explantation of the device system. After the study period, the patient was awaiting reimplantation of the system. Seven patients underwent a revision of the permanent lead due to "functional failure" and were subsequently satisfied with the functional result after the revision. Five patients underwent a revision of the permanent lead due to "functional failure" and were not satisfied with the functional result after the revision. Four patients had a revision of the permanent lead due to "functional failure." Subsequently, the systems were explanted due to either decreased function or infection. Up to one of the patients whose system was explanted also might have experienced pain. Up to one of the patients whose system was explanted also experienced technical failure. The medium time between implantation and explantation of the stimulator was 357 (range 24-1238) days. If the device was removed due to infection, the patient had or was awaiting reimplantation. If the device system was explanted due to decrease in function, then the patient either had a stoma created (four or few patients), had injection of silicone (zero or one patient), or managed with fi with conventional medical treatment and incontinence pads (two or fewer patients). Eleven patients had their systems explanted due to decreased function. The median time between implantation and explantation of the stimulator was 357 (range 24-1238) days. Two or fewer of the patients were offered new systems and declined. The patients either had a stoma created (ten or fewer patients), had an injection of silicone (zero to one patient), or managed the fi with conventional medical treatment and incontinence pads (two or fewer patients). One patient had the system explanted due to decreased function and an unspecified technical failure. It was unclear whether the patient subsequently was offered a new system and declined, had a stoma created, had an injection of silicone, or managed the fi with conventional medical treatment and incontinence pads. One patient had the system explanted due to decreased function and pain. It was unclear whether the patient subsequently declined a new system and whether the patient then had a stoma created, had an injection of silicone, or managed with fi with conventional medical treatment and incontinence pads.